Event description:
During routine testing of the device at the svc center, the svc tech reported that the label on back of the electronic pt gas system letters were faded off the metal. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.